Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that the packaging of a segura hemisphere stone retrieval basket was compromised. According to the complainant, there was a "hole or tear" on the white side of the packaging. The sterility of the device was compromised, however there was no other noticable damage. Additionally, the fedex packaging was reported to have no damage. The problem was noticed during unpacking, and the device was not used in a procedure.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A visual assessment was performed on the returned device. A scuff was identified on the outside of the tyvek side of the pouch, however, the sterile barrier was not breached. The device was removed and functioned without any issue. It is highly unlikely that the damage was present on the device prior to shipment. Therefore, the most probable root cause for this complaint is handling damage.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that the packaging of a segura hemisphere stone retrieval basket was compromised. According to the complainant, there was a "hole or tear" on the white side of the packaging. The sterility of the device was compromised, however there was no other noticable damage. Additionally, the fedex packaging was reported to have no damage. The problem was noticed during unpacking, and the device was not used in a procedure.